Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. Black deposits were adhered to the white fixation material. Timing was when the package was opened. Replacing the vizigo sheath with a new one resolved the issue. The procedure was completed without patient's consequence. The deposits were enclosed and shipped as defective product. Additional information was received which indicated that the material observed was loose and the device was not used on the patient.

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. Black deposits were adhered to the white fixation material. Timing was when the package was opened. The bwi product analysis lab received the device for evaluation on 10-dec-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The picture investigation was completed on 05-jan-2026. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, foreign material was observed on the cardboard tray of the vizigo sheath. Supplier investigation was performed; the supplier was concluded that there was a noticeable piece of particulate on the packing card. This complaint was confirmed to be manufacturing attributable. A device history record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. The root cause of the particles on the packing card is attributable to the manufacturing process. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address this issue. Explanation of codes: picture evaluation coding. -investigation findings: appropriate investigation findings term/code not available (c22) / investigation conclusions: cause traced to manufacturing (d03) were selected as related to the photo provided. -investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03) were selected as related to the customer¿s reported ¿black deposits were adhered to the white fixation material¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing attributable¿. Device evaluation coding. -investigation findings: results pending completion of investigation (c21) / investigation conclusions: conclusion not yet available (d16). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. Black deposits were adhered to the white fixation material. The investigation was completed on 17-mar-2026. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and fourier transformed infrared spectroscopy (ftir) study of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device, a box with vendages inside was returned for investigation, based on the photos returned, a ftir study was requested for the foreign material observed on the photos. The ftir analysis revealed that the blackish foreign material returned attached to the vendages was mostly composed of cellulose-based material. Due to this finding, a supplier manufacturing investigation was initiated which determined that the foreign material found was related to the manufacturing process. A device history record evaluation was performed for the finished device on lot number 60000666, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. The potential cause of the foreign material found inside the packaging is manufacturing attributable. The instruction for use (IFU) recommends: using standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. Place the sheath in a sterile work area. Remove from packaging and inspect all components before use. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address particulate in packaging. Explanation of codes: -investigation findings: inappropriate material (c0602) / investigation conclusions: cause traced to manufacturing (d03) / component code: packaging (g04094) were selected as related to the customer¿s reported ¿black deposits were adhered to the white fixation material¿ issue. In addition, biosense webster inc. Analysis finding of the ¿blackish foreign material¿. -investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: packaging (g04094) were selected as related to the customer¿s reported ¿black deposits were adhered to the white fixation material¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).